Event description:
Reporter indicated that device diagnostic testing at office visit on 1/13/2003 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Revision surgery was performed in 2003 at which time ti was discovered that the lead connector pins were not properly secured during the initial implant procedure. The lead pins were completely inserted into the generator header and appropriately secured during the revision surgery. Device diagnostic testing after revision was within normal limits, indicating proper device function.